Event description:
Name of procedure being performed: ni. Detailed description of event: cer 1 of 2: 2019-001081 cer 2 of 2: 2019-001082 "I would like to report two defective bags used in dr. [Name]¿s case today, 5/14. Staff notice there were no yellow tags present when staff opened the package for both devices. When the handle was pulled, the bag broke. Same problem with the second bag. Cat#cd003 x 2 lot#: 1321496 ¿ same lot number on both bags." Additional information received via email from account manager on wednesday, 15may2019: "the specimen dropped out through the bottom of the bag into the patient, so if this is a cancer, it would have harmed the patient. No break during insertion. The bag did not fall off the prongs. The tips of the prongs were never exposed inside the patient's body. The devices are available for return. We had to use three bag to finish because the first two broke. Replacement is fine." Medwatch report # 2201630000-2019-8049 received via mail from the FDA on 25jun2019: patient information: age: 46 sex: female, ethnicity: not hispanic/latino, date of event: may 2019. Description of the event or problem: "when using the universal retrieval system. The bag broke twice when trying to deploy which lead to the specimen being dropped out into the cavity and the need for multiple bags." Original intended procedure: "laparoscopic bilateral salpingo-oophorectomy" type of intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag. As the tissue bag was not returned, testing was unable to be performed and the complainant¿s experience could not be confirmed. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This is also a follow-up report for medwatch report # 2201630000-2019-8049.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Detailed description of event: (B)(4). "I would like to report two defective bags used in dr. [Name]¿s case today, (B)(6). Staff notice there were no yellow tags present when staff opened the package for both devices. When the handle was pulled, the bag broke. Same problem with the second bag. Cat#cd003 x 2 lot#: 1321496 ¿ same lot number on both bags." Additional information received via email from account manager on (B)(4) 2019: "the specimen dropped out through the bottom of the bag into the patient, so if this is a cancer, it would have harmed the patient. No break during insertion. The bag did not fall off the prongs. The tips of the prongs were never exposed inside the patient's body. The devices are available for return. We had to use three bag to finish because the first two broke. Replacement is fine." Patient status: no patient injury.